Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. Blood glucose levels reached 378 mg/dl. The pod was worn for 4 to 24 hours before the issue was realized.

Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the formed needle completely retracted. The download data indicates that the device completed both first and second prime. No damages or defects were observed with the needle mechanism that would result in the cannula not deploying. The download data shows that an 0x1c alarm was generated during the device's run, indicating the pump had reached the pump expiration time. The download data confirmed the device ran for 80 hours. No other abnormalities were observed in the download data that would indicate the device struggled during the run.